Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the constrained liner was placed but had difficulty going completely into cup as well as reducing hip with ring around stem neck. The surgeon struggled for over an hour to get locking ring in place while patient bled excessively. Despite multiple units of blood the patient was unstable and surgeon had to abort efforts to place the locking ring. The locking ring was cut off with a metal cutting burr and the patient was closed up. Postop the patient remained unstable and passed away during the night.

Manufacturer narrative:
Medical records were not provided, however review of the additional information by a healthcare professional identified: blood loss should be minimal for this procedure, coming only from the layers incised. Excessive bleeding occurs when reaming the acetabulum, broaching the femoral canal, or an incidental puncture of a major artery. Per surgical technique guidance, these events would not have occurred. As the patient had multiple contributing factors and comorbidities, the death is not related to zimmer biomet devices. As the devices being replaced would not come in contact with any bone or major vessels that would lead to excessive bleeding, decline, and death. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of reported death in the complaint was determined to not be related to zimmer biomet devices. However, a definitive root cause for the liner not seating intraoperatively cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision procedure, the surgeon had difficulty reducing the hip, positioning the locking ring greater than 1 hour, and patient sustained excessive bleeding resulting in multiple blood transfusions. Due to the patient¿s decline, the surgeon aborted the procedure, secured the locking ring and closed the patient. To replace the ringloc and poly liner, the surgeon makes a deep incision exposing the implants and retracts the large vessels and nerves for adequate exposure. The femoral head is dislocated to expose the head and liner. The liner and locking ring are then disengaged and removed. Postop the patient remained unstable and passed away during the night.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of device history records identified no deviations or anomalies. This device was used for treatment. Surgical notes for primary or revision surgery were not provided; however, it is reported that the surgeon followed the technique in detail. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.